Manufacturer narrative:
Medical devices cont: 1156t lead implanted: unk, boston scientific ICD implanted: 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had fractured. The pacing impedance was noted to be high/undefined. Based on the implant information provided, the lead appears to be have been implanted after the use by date. The lead remains in use. No patient complications have been reported as a result of this event.